Event description:
Pt reported experiencing elevated blood glucose levels for 3 - 4 days. Pt stated she thinks the infusion device delivers too low an amount of insulin. Pt reported her blood glucose level in the morning of (B)(6) 2011, was 360 mg/dl; pt's mother changed the infusion set and gave correction via the infusion device. Pt's normal blood glucose range is 100 - 150 mg/dl. Pt reported she was able to get her blood glucose level under control by herself. Mother reported the infusion device needs 15 - 20 units of insulin before the insulin is in the luer adapter. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.